Event description:
The balloon was inserted under fluoroscopy in cath lab. Twenty four hours later, blood was noted in the tubing. The nurse was not aware of any helium loss alarm conditions on the balloon pump console. The console was turned off immediately, and the balloon was discontinued 1 hour later.